Event description:
It was reported that a malfunction occurred on the customer's pump, specifically identified as malf 12, caused by a momentary power loss to the vibrator motor. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer did not acknowledge the initial alarm from the pump and allowed it to continue beeping before eventually seeking assistance. After contacting support, the issue was troubleshot accordingly, though no additional corrective actions taken by technical support were specified in the available information.